Event description:
It was reported that the patient underwent a urodynamic measurement test. Post operatively the patient presented with cystitis and was treated with an antibiotic for seven days. The patient is doing well at this time.